Event description:
It was reported that the pt underwent repair of quadriceps tendon. During the procedure, the articular surface was replaced.

Manufacturer narrative:
The device exhibits minor wear, which is expected. Also, the device exhibits a flared dovetail and minor gauges which were most likely caused during extraction. Further communication revealed that it was not the surgeon's intent to remove the device and resident did so by mistake. Eval of the device and the info provided leads to a conclusion that no device failure occurred. Eval: dimensional analysis was performed and the device was found to be within tolerance. Device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.